Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier unknown. Device brand name unknown. Device product code unknown. Device lot number unknown. Reporter's first and last name unknown. Device 510(k) number unknown.

Event description:
It was reported that when the doctor was screwing the crown into the implant, the unknown screw fractured inside the implant. It was also reported that they were not able to remove the fractured screw and removed the implant.